Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31978. It was reported the patient was scheduled to undergo surgical intervention to implant permanent leads on (B)(6) 2020. During the procedure, the physician was unable to implant the leads due to scar tissue. As a result, the procedure was abandoned.